Manufacturer narrative:
Concomitant medical products: 500dm27 valve, implanted: (B)(6) 2020; 505da22 valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a position check failure, a polarity switch, lead impedance warning for high impedance, potential undersensing and inappropriate atrial pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.